Event description:
Dexcom was made aware on 09/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with itching, burning, rash, redness, dry skin, and infection underneath sensor pod area only, which occurred 5 days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of an infection of the skin, with visible stripping and excoriation. The erythema was covering the entire affected area, and a fluid yellowish drainage from the wound could be observed. The patient had an over the phone consultation with the doctor and oral antibiotics were prescribed. At the time of the report the patient had recovered and is good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).